Event description:
We received an allegation of discrepant results for 2 samples from the same patient tested creatinine (crep2) assay on a cobas pro c 503 analytical unit serial number (B)(4). On (B)(6) 2023 the cusomer ran the patient's samples and received the following crep2 results: sample 1: the initial result was 136 mol/l. The first repeated result was 65.8 mol/l . The second repeated result was 66 mol/l. The third repeated result, on a different instrument, the result was 66 mol/l. Sample 2: the initial result was 203 mol/l. The first repeated result was 66 mol/l. The second repeated result was 66 mol/l. The third repeated result, on a different instrument, the result was 66 mol/l. The patient was admitted to the emergency room due to a chest pain and she was treated with an nacl infusion. And the above tests were performed. Calibration and qc were within specifications.

Manufacturer narrative:
Since the calibration and qc were within specifications, a general issue can be excluded. Investigation is ongoing.

Manufacturer narrative:
The patient had a transfusion. An interference of a drug can be excluded, as the reruns out of the same samples were lower. The alarm trace showed several abnormal aspiration alarms and abnormal cell blank. The investigation did not identify a product problem. The investigation determined the root cause of the issue was consistent with a pre-analytical handling issue.